Event description:
It was reported that on (B)(6) 2014, a patient with moderate to severe functional mitral regurgitation, underwent a mitraclip procedure. On that day, sometime after the procedure, the patient experienced cardiogenic shock which was not considered device related, but was considered procedure related and was treated with medication. The cardiogenic shock is noted to be chronic with sequela. On (B)(6) 2015, the patient died; however, per the physician, the death was unrelated to the device or procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the mitraclip delivery system. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effect of cardiogenic shock, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following additional information was received: on (B)(6) 2015, nine days prior to their death, the patient underwent cardioversion for atrial fibrillation. The patient has a history of atrial fibrillation. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
Subsequent to the previously filed report, the following information was received: two clips were successfully implanted on (B)(6) 2014. The physician considered the cardiogenic shock to be related to the mitraclip device, as well as the procedure. The cardiogenic shock improved after a brief course of an epinephrine infusion. No additional information was provided.